Event description:
It was reported that the user experienced hypoglycemia after announcing a meal that was not consumed and later announcing a usual lunch, which led the ilet system to deliver insulin inconsistent with actual intake. The event was managed with oral fast-acting carbohydrates after initial attempts to treat with a regular meal, and education was provided on proper low treatment and accurate meal announcements. Symptoms included irritability, hypoglycemia, and hypoglycemia ranging from 42 mg/dl to 220 mg/dl. Outcomes included recovery of blood glucose after treatment and user education on avoiding full meals for hypoglycemia treatment and on appropriate meal announcements. Investigation included case review and user troubleshooting and education. Investigation of this case revealed that the low glucose was associated with user using meal announcements as corrections, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, specifically meal announcement misuse during the learning phase.